Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: customer returned (3) sealed pen needles. Customer states that insulin shooting out and streaming out of some pen needles during her priming and sometimes it also just drips out and she is unsure if the she is receiving her full medication dose. All returned pen needles were tested and all were able to expel properly without any observed defects. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications conclusion: based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd autoshield¿ duo safety pen needle experienced leakage during use. The following information was provided by the initial reporter, the customer states "insulin starts shooting out and streaming out of some pen needles during her priming. Stated sometimes it also just drips out and she is unsure if the she is receiving her full medication dose."